Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the stapler worked on first two firings but in third reload the handle jammed and the reload could not be closed. The reload was loaded and unloaded but the handle locked out and can't be squeezed to close the jaws. To complete the procedure, they opened new handle and reload. There was no patient injury.